Event description:
It was noted the patient had two implantable neurostimulators (ins), one for their back and one for their neck. It was noted the patient¿s stimulation turned off today while the patient was sitting at their laptop. It was further noted the patient could not connect to the first ins implanted for the back using the patient programmer. The reporter stated they were able to connect with the second ins implanted for the neck using the programmer. It was noted the patient had their first ins replaced two weeks ago due to normal battery depletion. It was further noted the patient was able to connect to the ins using the recharger. The reporter stated the recharger showed the ins was 1/3 full and they had ¿fluctuating bars.¿ the reporter further stated that when they tried to use the recharger to turn stimulation it would not do anything. It was noted the patient had contacted their healthcare professional. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 377745, lot# v001114, implanted: (B)(6) 2005, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
Additional information received reported that the device turned off a few days after her most recent implant. The patient was advised to charge the implantable neurostimulator (ins). The patient charged with stimulation off overnight and when she woke up in the morning she saw the ¿full charge¿ message and turned stimulation back on. It was noted that since charging the implant, it was taking her 3 hours to charge and it started about 3 days after implant. It was noted that the patient¿s other ins only took her 10-15 minutes to charge and had only 2-4 coupling boxes shaded when charging. It was noted that the patient wanted to see if her recharging time was normal. It was noted, the patient had an appointment on the day of the report.

Manufacturer narrative:
(B)(4).